Event description:
It was reported that during preparation for an unspecified procedure, the subject device presented with a communication error when connected to the power source. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: e-224 communication error due to a faulty cable. A device history review - DHR was conducted, and no issues were identified. A definitive root cause of the reported event could not be identified. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure. This issue is addressed in the instructions for use (IFU): "the following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, ¿returning the camera head for repair." Reference page 38 as per IFU. "If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed." Reference page 37 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 37 as per IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during preparation for an unspecified procedure, the subject device presented with a communication error when connected to the power source. There was no report of patient harm.